Event description:
A customer contacted baxter's technical service center regarding a system error (se) 2240 (air in line) alarm that appeared on the homechoice (hc) display during use. The home patient (hp) stated she had already cleared the se 2240 alarm. The technical service representative (tsr) explained the alarm to the home patient (hp) and advised to finish with manuals. Proper procedures per the user manual were reviewed with the hp. There was patient involvement but there was no patient injury or medical intervention indicated at the time of the initial report. During a follow up with the hp regarding the alarm, it was revealed that the issue was resolved, but she did not know the cause of the alarm. Per hp, there were no loose connections, (unintentional) disconnections or defects on the supplies. The hp stated that he is doing fine and continuing therapy without issues. No allegations were made against any of the hp's dialysis products. No patient injury or medical intervention was indicated. No further information was provided.

Manufacturer narrative:
(B)(4). The system error 2240 (air in line) was not confirmed. A batch review was conducted and no issues were found related to the reported condition during the manufacture of the lot. A root cause of the complaint was not determined.

Manufacturer narrative:
(B)(4). The sample was not returned to baxter, therefore no evaluation could be performed. A follow-up report will be filed should additional information become available.

Manufacturer narrative:
(B)(4). Baxter has conducted a trend review and found that similar reports have been received for the reported problem. This issue has been escalated to CAPA.